Event description:
The manufacturer received information from a third party service center alleging an issue with a ventilator's pressure regulation. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the device was recalibrated to address the issue.